Event description:
When the catheter was connected to the cable, there was no signal on the display monitor. The catheter was removed, and a second catheter was inserted. The second catheter worked fine and the signals were present. The procedure was completed successfully. There was no injury to the patient.